Manufacturer narrative:
The device was returned for investigation. The smiths tampered seal label was intact, and the device is in fair condition, cracked housing. There was no evidence of the reported allegation found in the event log. A visual inspection and functional test were performed, and the reported failure was not replicated. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced as a preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.